Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found two defective buffer valves. Teh fse replaced the buffer valves to resolve the issue. Section a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6) the beckman coulter identifier is case (B)(4).

Event description:
The customer reported elevated sodium (na), potassium (k) and chloride (cl) patient results generated on the au5800 clinical chemistry analyzer. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.